Event description:
The manufacturer received information alleging a trilogy 202 ventilator service required alarm occurred indicating an issue with the oxygen blending module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed with multiple critical error codes found in the error log. The device's oxygen blending module printed circuit assembly board required replacement to address the issue.